Event description:
The customer was admitted in the hospital for low bgs. Troubleshooting was performed. The pump had a blank display after the batteries were changed. Instructed the customer to leave the batteries out for two hours. The customer informed that patient bgs were low. The doctor did not want to give a manual injection since bgs were fluctuating. Advised the customer to revert to back up plan.